Event description:
Customer reported hospitalization due to diabetes ketoacidosis and high blood glucose readings of over 500 mg/dl. Customer was treated with insulin through the IV at the hospital. Customer was unable to walk and was not feeling well prior to the hospitalization. Customer reported they suffer from nephritic syndrome and have been on medicine that may have caused the elevated blood glucose readings. Customer reported that the buttons on the insulin pump are sticking and that the screen was flipping back and forth. Customer further reported that the display automatically went to bolus on its' own. Customer mentioned jumping in the pool with the insulin pump and receiving a button error alarm several months ago. Customer's recent blood glucose readings are 148 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. No unexpected number ramping anomaly was noted on the display. The insulin pump did not unexpectedly access the bolus menu screen during the testing. The functional test could not be performed, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests, due to the unresponsive buttons. No missing address and serial number label was noted. The serial number listed on sap matches the serial number listed on the label and on the insulin pump status screen. No label anomaly was noted. The insulin pump had a missing keypad overlay, minor scratches on the display window, a cracked case at a display window corner, cracked belt clip slot, a cracked reservoir tube lip, and moisture damage to the electronic assembly and motor.